Event description:
The customer reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 140mg/dl. Assisted the customer to run the manual prime test and the insulin did exit. Performed the displacement test and the test failed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or confirme excessive no delivery due to the device alarming. Cracks to the case, reservoir tube lip and a scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.